Manufacturer narrative:
The system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. Threshold measurements and impedance measurements were stable. Pocket manipulation resulted in further loss of capture. It was noted on x-ray that the lead was not fully inserted into the device header. An invasive procedure was performed and the lead was reinserted into the device header. After pocket closure, loss of capture was again observed. The pocket was reopened a second time and it appeared as though the helix mechanism was not fully extended. The lead was successfully repositioned. No additional adverse patient effects were reported.